Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer contacted the healthcare provider to obtain insulin therapy. There was no adverse impact to the customer¿s blood glucose level.